Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump off alarm and low speed alarm on (B)(6) 2022. There were two areas of concern on the patient's driveline. Log files confirmed the pump off and low speed event on (B)(6) 2022 while the patient was on battery power. As of (B)(6) 2022 no further pump stops had been noticed. A driveline repair was performed on (B)(6) 2022. No further alarms were noted after the repair.

Event description:
It was reported that there was separation of the silastic from the metal connector for the past couple years. This was covered with rescue tape at the time of the repair.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline confirmed superficial driveline damage. The evaluation did not confirm an issue that would have contributed to the reported low speed and pump stop events in the submitted log file. The submitted log file captured several low speed advisory and hazards, as well as pump stop events that were observed on 14may2022 while the patient was connected to batteries. These events were associated with low speed operation, and motor stopped alarms. Based on previous complaint history, the abnormal pump operation appeared to be consistent with potential driveline wire compromise; however, a specific cause could not be conclusively determined during this evaluation a distal-end driveline replacement was performed on (B)(6) 2022 and approximately 20 inches of the external portion/distal-end of the driveline was returned for evaluation. The returned portion of the silicone jacket had rescue tape applied at approximately 0-1, and 2.25-3.25 inches from the controller connector. Tears in the silicone jacket were found at approximately 0.5, 2.5, and 7 inches from the controller connector when the tape was removed. The account submitted 3 photos depicting driveline damage to the outer silicone jacket exposing the bionate layer underneath, and superficial damage to the bend relief. The account also submitted 5 x-ray images that captured internal and external portions of the patient¿s driveline; however, no areas of concern were identified. The images appeared to be unremarkable. The replaced driveline was tested for electrical continuity in the condition that it was received, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Following the visual inspection, the outer jacket, bionate layer and metal shielding were removed. The driveline was visually inspected under the microscope an no breaches were found. The returned portion of the driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. All of the wires did not reveal any areas of current leakage in the insulation of any of the driveline wires. The patient remains ongoing on the heartmate (hm) ii left ventricular assist system (lvas), (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27nov2016. The heartmate ii lvas instructions for use (IFU), rev. H and the heartmate ii patient handbook, rev. G are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.